Event description:
Upon taking the IV tubing out of the imed channel, the clamp was open and should have closed automatically per the imed pump program. This resulted in the patient receiving a bolus dose of dobutamine, and this resulted in an increase in the heart rate which in turn caused a decrease in the blood pressure. The patient was then shocked by her ICD x2 and required cardioversion and additional medication to support her blood pressure.